Event description:
Information from clinical trial database fatal vasospasm. Coils used: qc-7-20-3d; qc-5-15-helix; qc-2-6-helix; qc-2-4-helix.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries. Enrollment started in 2008; enrollment ongoing. Target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237 and 2029214-2009-00007 to 202914-2009-00014.